Manufacturer narrative:
Other applicable components are product ID 3889-28 lot# va0b716 serial# implanted: (B)(6)2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's implant was never as effective as they wanted for their symptoms. They eventually got the ins removed however they stated that the lead remained implanted as the healthcare professional (hcp) said there was a complication or didn't know if it could be taken out.no further complications were reported.